Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, when the device was unpacked, the suture was found to be broken. No damage was noted to the packaging. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, when the device was unpacked, the suture was found to be broken. No damage was noted to the packaging. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The condition of the returned device was consistent with the reported complaint. A visual evaluation was performed and found that the suture loop was frayed and broken. A small amount of suture was found attached to the apex of the trip wire loop. No other damage was observed to the device, or its components. A functional evaluation was performed and found that the spool would 'click' with every 180 degrees of rotation as intended. The issue was noted during unpacking and outside the patient; therefore, handling damage is the most probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The reported event of the suture being broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.